Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: before the 4th firing on the fundus of the stomach, the stapler misfired. When a staff member looked at the stapler, it looked as though there were still staples at the crotch of the stapler and at the tip, but none in the middle. She had to fire another staple load across the fundus of the stomach and over sew to correct the situation. She also had to fire an add'l load on the stomach remnant to close the defect. This did not take more than 1 hour and it is not believed that there was more than 250 ccs in blood loss.

Manufacturer narrative:
(B)(4).